Event description:
It was reported that during follow-up, the patient had been experiencing muscle stimulation. Pulse generator interrogation found the device to be operating in backup mode. A firmware download restored the device to normal functionality.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.